Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 532470, UDI: (B)(4).

Event description:
It was reported that the patient underwent spinal cord stimulation (scs) explant procedure due to scs lead had frayed. The patient was doing well postoperatively. The explanted device components will not be return.

Event description:
It was reported that the patient underwent spinal cord stimulation (scs) lead explant procedure due to discovering frayed wires. The patient was doing well postoperatively. Explanted devices were not returned. Additional information has been received that implantable pulse generator (ipg) has been explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).